Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the device could not be interrogated and was in back-up mode. Attempts to download the device were not successful.